Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the mixer motor to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous low patient results for sodium (na) on the au480 clinical chemistry analyzer. There was no change in patient treatment in association with this event.